Event description:
The reporter stated the surgeon inserted on aq2015a silicone three piece lens and the lens tore in the center when going through the shooter. The lens was removed with no patient injury, no enlarged incision or sutures. The cartridge used has not been approved by the manufacturer for use with this model lens.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found the lens split in half and a tear in the lens optic. There was evidence of reddish residue. Conclusions: based on the complaint history and the evaluation of the returned product, a likely root cause of the event has been determined to be due to the off-label use of the cartridge with this model lens. It should be noted that the injector and cartridge were not returned for evaluation.